Event description:
It was reported that the patient experienced a "thumping" feeling post big meals and/or while laying down. It was believed that the left ventricular (lv) lead was causing diaphragmatic stimulation. Also, the in office interrogation noted t-wave oversensing (twos) on the right ventricular (rv) lead. Both leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).